Event description:
The customer reported the failure of the m1644a ECG limb lead set. The failure was noted during equipment operational checks. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the failure of the (B)(4) ECG limb lead set. This failure is being reported because it could prevent acquisition of 12-lead ECG data. The failure was noted during equipment operational checks. There was no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.